Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.

Event description:
New information indicates the post-paced t-wave oversensing (pptwos) reoccurred. No changes or intervention was performed. The patient condition was stable.